Event description:
It was reported that the patient experienced a pocket infection. In addition, the right atrial (ra) lead had low impedance and undersensing and the right ventricular (rv) lead had high thresholds. The implantable cardioverter defibrillator (ICD) was explanted, the leads were capped, and the system was replaced with leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 6944-65 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.